Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer called to inquire about control solution and was advised it is available for purchase. Daughter, who is a nurse, stated that the meter had not been accurate for the past year. Daughter reported a venous blood draw performed at pharmacy and the pharmacy had also told them the meter was not accurate. Daughter stated customer may have been administering more insulin than required due to the blood glucose test results obtained. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Names of customer and daughter were not disclosed. Product information, including meter serial number and test strip lot number, were not provided. No further information was able to be obtained.